Manufacturer narrative:
Additional information: it was reported that as there was no endoleak in the aneurysm, the physician decided to continue to monitor the patient. No further intervention was completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported during the index procedure after the main body was implanted a type ia endoleak was observed. The physician implanted an aortic cuff however the endoleak remained. Per the physician the cause of the endoleak was due to patient vessel morphology and commented that the neck size (15mm) was short for landing. No additional clinical sequelae were reported and the patient will be monitored.